Event description:
The customer reported a calibration issue with ion selective electrode (ise) chemistries involving a unicel dxc 600 synchron system. The customer technical support (cts) assisted the customer with troubleshooting and advised the customer to replace the chloride (cl) electrode. The customer observed an empty alkaline buffer bottle and pink fluid in the bottom of the ise compartment. The cts indicated that the pink fluid was likely an alkaline buffer as the bottle was empty. The customer attempted to re-calibrate the ise chemistries but failed. The customer noted a tube had popped off the ratio pump and found clear liquid at the bottom of the ise compartment. The clear liquid was likely an ise buffer and the customer was unable to re-attach the tubing. The customer was wearing personal protective equipment consisting of gloves, goggles and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and observed that one of the electrolyte injection cup (eic) valves was not working as intended. The fse replaced the eic valve and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).